Event description:
Anesthesia resident noticed machine was running on battery power while setting up for next case and notified anesthesia tech. After trouble shooting machine, it was determined that the internal power source on the machine had failed. Machine was pulled from service and a replacement machine was installed. Case was delayed but patient was not impacted.

Event description:
Anesthesia resident noticed machine was running on battery power while setting up for next case and notified anesthesia tech. After troubleshooting machine, it was determined that the internal power source on the machine had failed. Machine was pulled from service and a replacement machine was installed. Case was delayed but patient was not impacted.